Event description:
Reportedly, the device was explanted at implant due to regurgitation. Per the cer: after cpb, 30 minutes, normal pressure, eco show moderate/severe mitral regurgitation

Manufacturer narrative:
The explant was done in (B) (6) 2010 by a dr. (B) (6). Requests for the cer and additional information regarding this event were made on 02/10/2010. 02/18/2010 and again at 03/05/2010. Requests included the operative report and tee from date of implant which were not provided. A trace was placed on the shipment to locate the device. On 05/19/2010, the device was finally received for decontamination at edwards. On 06/17/2010 device was evaluated and transferred to r&d for functional testing as no defect was found. On 06/17/2010, the final r&d report was submitted. However, there was a discrepancy in the model # reported vs the model received. On 06/28/2010 per discussion with dr. (B) (6), this is not a 2900 as originally reported. This is a mitral valve. Confirmed that this is a 6900p mitral device. R&d report is currently in rewrite. Evaluation summary attached: no inconsistencies detected, the valve was sent to rd for functional testing. On 6/17/10 - research and development completed the functional test and concluded with the following: "this valve was explanted at implant due to reported moderate/severe regurgitation. A small non-central leakage was detected by edwards¿s standardized in vitro functional tests, which is typical for this type of bioprosthesis and should be reduced to a negligible level shortly after reversing the effects of heparin. The trf for this valve is about two times less than the maximum allowed per iso(B) (4) for a size 27 mm mitral valve. However, because of blood and formalin exposure, it is possible the valve's behavior at edwards does not accurately reflect its behavior during the initial implantation. And, because edwards was not provided with an echocardiography, the valve's behavior in vivo cannot be confirmed at this time."